Manufacturer narrative:
No button error alarm noted. Insulin pump had an intermittent button response due to corroded keypad traces. Insulin pump had minor scratches on display window, cracked case at display window corner, scratched reservoir tube window, cracked reservoir tube lip and a missing end cap sticker.

Event description:
It was reported that there was a button error on the insulin pump and the keypad was not responding. Customer's blood glucose was not known. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.